Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered with placing this right ventricular (rv) lead during implant. During the procedure, the patient developed a pericardial effusion and required a pericardiocentesis. A perforation of the heart wall was suspected, however, the physician was unsure if the lead was the cause of the effusion. The lead was successfully implanted and remains implanted and in service. No additional adverse patient effects were reported.